Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5059644 is considered in compliance with our product specification requirements. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed..

Event description:
It was reported that the bd syringe 1ml ls 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: material # 309659 batch # 5204380, 5084373, 5059644. Verbatim: when drawing meds, the plunger rod pulls straight out of the syringe barrel. There is no catch to it. Loss of medication.